Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that after the insertion of the faradrive sheath into the inferior vena cava, the physician noticed a slow blood drip out of the valve of the faradrive sheath. The faradrive sheath was introduced over a merit guidewire with wire the still inside. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that no luer damage was visible. Pressure bag was used for irrigation of the sheath. Merit wire and dilator were inside the sheath when leak was observed. Leak was slow drip. No air was seen in the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that after the insertion of the faradrive sheath into the inferior vena cava, the physician noticed a slow blood drip out of the valve of the faradrive sheath. The faradrive sheath was introduced over a merit guidewire with wire the still inside. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Even though the sheath passed leak testing, the torn hemostatic valve could potentially contribute to air ingress or leaks during use of the sheath.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that after the insertion of the faradrive sheath into the inferior vena cava, the physician noticed a slow blood drip out of the valve of the faradrive sheath. The faradrive sheath was introduced over a merit guidewire with wire the still inside. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that no luer damage was visible. Pressure bag was used for irrigation of the sheath. Merit wire and dilator were inside the sheath when leak was observed. Leak was slow drip. No air was seen in the sheath.